Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose of 600 mg/dl while in the hospital due to antibiotics. The customer was taken off the insulin pump and was treated with insulin drip. It is unknown if they were on auto-mode. The device will not be returned for analysis.